Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter city and state : unknown, reported through (B)(6). Investigation summary : exec summary - samples were received and an investigation was performed. This is the 1st related complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Bd was not able to duplicate or confirm the indicated issue hence the root cause is undetermined. Samples returned - customer returned (60) sealed 32gx4mm bd pen needles from lot# 0310607. Consumer reported finding insulin leaks out of needle after injection. 30 out of the 60 returned pen needles were tested for flow using a test pen injector. All 30 tested pen needles were able to expel properly. No defects were observed. CAPA/sa - based on the above investigation no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) are required at this time. DHR review - a lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that 1 bd pen ndl 32g 4mm leaked. The following information was provided by the initial reporter : the consumer reported the insulin leaks out of needle after injection, does not complete a flow check. Date of event : unknown. Sample status : awaiting sample.